Event description:
It was reported that a patient underwent a sling procedure in 2008. The patient felt something like a wire protruding through her vaginal wall. No further information is known.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.